Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 243 mg/dl.